Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer states manually injecting insulin left from the reservoir and that caused blood glucose to rise. Advised customer that the reservoirs are a 3-day usage and should be discarded after that along with the insulin left in the reservoir. Customer decline to trouble shoot for high blood glucose levels. The pump will not be returning.